Manufacturer narrative:
A complete catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a completed UDI # is unknown as product lot number was not provided. . The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. Device evaluation: two cartridges were returned for evaluation. The customer did not know which of the 2 returned cartridges had the issue. No other information was available. Visual inspection at 10x microscope magnification was performed. Cartridge #1 was observed with a deformed tip. Evidence of viscoelastic residues were observed at the cartridge tube, tip and wings sections. The condition of the cartridge is consistent with a unit that has been handled and prepared for surgical use. Cartridge #2 was observed in good shape and form. No manufacturing defects such as tip deformed (bent) or cracks were observed. The reported issue was verified only on cartridge #1. Manufacturing records review: the manufacturing record review and the complaint history review could not be conducted since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with information on properly handling the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon stated that the cartridge was bent /defective during handling but prior to insertion. During follow up, it was found that there was no patient contact, and that it was the tip of the cartridge that was bent. No additional information was provided to abbott medical optics.